Manufacturer narrative:
A product deficiency was identified. The investigation demonstrated conclusively that only cell-dyn emerald cleaner lot 4349 was affected. The root cause is the vendor ((B)(4), the OEM supplier).

Manufacturer narrative:
Concomitant medical products: cell-dyn emerald cleaner manufactured 8/10/10, expires 6/18/12. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated rbc, hematocrit and mch quality controls were out of range low on a cell-dyn emerald analyzer using cell-dyn emerald cleaner lot 4349. The customer performed a bleach cleaning and replaced the cell-dyn emerald cleaner with lot 4674 to resolve the issue. There was no adverse impact to patient management reported.